Manufacturer narrative:
Device is combination product. A synergy ous mr 3.50 x 28mm stent delivery system (sds) catheter was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. The first stent strut on the proximal end was lifted and pulled in distal direction. The undamaged crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified no damage. A visual and tactile examination of the hypotube shaft identified no issues. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen identified no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 02dec2019. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. Following predilatation, a 3.50 x 28mm synergy was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed stent damage.